Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally laparoscopic total gastrectomy, the stapler was able to fire but there was a poor staple line at the end of the cartridge. They reinforced suturing to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.